Manufacturer narrative:
The meter and test strips are expected to be returned for evaluation. Test strip lot#: 1020215082 expiration date: 2017/03. Control solution lot: 1030115126 range: 82-127 mg/dl. Per label copy/package insert: unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or your reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monirot and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. If you leave the test strip vial cap open for any length of time. If you drop your blood glucose monitor. When your blood glucose test results are not consistent with how you feel, or when you think your results are not accurate (higher or lower than expected).

Event description:
Consumer called in concerned about his high blood glucose results. On (B)(6) 2015 at 7:39 am the consumer received a result of 228mg/dl. The consumer than performed two additional tests using the same blood glucose monitor and test strips from the same vial getting the following results of 235mg/dl and 160mg/dl. During the first call to customer support, it ws revealed that the consumer did not perform a control solution test for test strip integrity before use as instructed in our directions for use. Control solution was shipped to the consumer. During follow up call to the consumer, a control solution test was performed while troubleshooting showing the results to fall within designated range. The difference in the consumer's readings was determined to be clinically significant.

Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.